Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) and noise were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, the cause for the reported noise-audible noise could not be determined. The reported unintended movement (clip opened while establishing final arm angle) per the physician was due to a combination of thick valve tissue and device settling. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (mr) for a triclip procedure. During the procedure, triclip failed establish final arm angle after grasping both the leaflets successfully. Troubleshooting was performed and clip settling was in range. Lock line was removed and performed second establish final arm angle and it was successful. Deployment was successful. Per the physician, clip opening during efaa due to device settling from the pre-existing patient anatomy of combination of thick valve tissue and device settling. Physician mentioned rotating the actuator knob made a metallic sound. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.